Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Manufacturer report number 1 was listed as '1627487', however this device was manufactured at the location with the registration number of '3006705815'.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2020 during which intra op testing revealed high impedance on one contact of the lead. The entire system was explanted.

Manufacturer narrative:
The reported event for impedance issues was confirmed. As received, the lead was complete but cut. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 23.25cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information, but not obtained. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-03103. Related manufacturer reference number: 1627487-2020-03105. It was reported that patient is experiencing inadequate therapy following a fall on (B)(6) 2020. Additionally, patient is unable to place the ipg into MRI mode. Diagnostics revealed low impedances on 2 contacts. Patient was reprogrammed and is monitoring therapy. Surgical intervention may take place at a later date to address the issues.